Event description:
Synchronized cardioversion performed with 100 joules for treatment of ventricular tachycardia. Defibrillator pads were placed on pt prior to cardioversion. Noted reddened area suspicious for burn to anterior chest when defibrillator pad was removed. Pt treated for burn with topical lidocaine per physician order. Defibrillator tested by bio-med dept, no problems found.